Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and fragments fell inside the patient's body. There were no instrument collisions during the case. The fragments were retrieved during the same surgical procedure which was completed robotically using a backup harmonic ace instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was broken at the midpoint of the pad. The missing material was not returned with the instrument.